Event description:
Pt reports the pump for vyalev will not to turn on. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported.